Event description:
It was reported that during setup the user accidentally pulled the cannula off the 23-inch infusion set while removing the needle guard, after which the set was replaced; the issue involved the infusion set component and packaging of the product. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed packaging was compromised; however, no problem was detected with the device upon review, and the issue related to the packaging component. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.